Event description:
Boston scientific received info that at post implant f/u this right atrial lead was found to have dislodged. The pocket was reopened to reposition the lead. The lead was successfully repositioned with acceptable measurements observed through the pacing sys analyzer. The lead dislodged again while being sutured. Numerous attempts to reposition the lead were made, however similar results were observed. The lead was then explanted and successfully replaced. It was reported the insulation was cut near the terminal pin to retain access for the new lead. No adverse pt effects were reported.